Event description:
The consumer plugged in the adapter and it allegedly got very warm and caused a nickel size spot on the upholstery. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Consumers using the solo dc adapter are provided user instructions part no 1156872 for the invacare solo2 concentrator. The serial number of the device is (B)(4). The dc adapter is operated from accessory outlets typically found in a mobile vehicle type environment (12 vdc nominal). The adapter allegedly came in contact with the upholstery of the car seat and made a mark. The consumer stated the dc adapter was "warm." The type of auto upholstery fabric or leather is unknown. It is unknown if the consumer has fully read and understands the user instructions. On page 2 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as user manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the consumers device was maintaining the levels stated below. It is unknown if the consumer knew to follow these guidelines: page 15 - "external power supply input: dc power supply: 11-16 vdc, (12.6 vdc nom. @ 10.0 amp max)." Page 15 - "continuous flow settings: all settings are +/- 0.2 lpm (2.0 lpm max w/ext dc power cable)." Page 16 - "extended temperature range:operating temperature: 95°f to 104° (35°c to 40°c) note: dc supply: unlimited use all settings with pulse mode - limited to 2.0 lpm, or less, with continuous mode." Page 18 - "operating temperature: 41°f to 95°f (5°c to 35°c)." It is unknown if the auto engine was running at the time of the incident. The following statement is made on page 19. Page 19 - "when using the dc power cable to either operate or charge the transportable oxygen concentrator, the car/boat/motor home engine should be operating." It is unknown if the consumer was following the procedure below: page 20 - "to operate from external power (ac or dc) please follow the steps below: turn off the transportable oxygen concentrator. Connect the external power supply (dc power cable or ac power adapter) to the transportable oxygen concentrator. Perform one of the following: plug the other end of the ac power adapter into a wall outlet. Plug the other end of the dc power cable into the auto accessory outlet and start the engine. Turn the transportable oxygen concentrator on." The following note is when using the dc power source. The consumer settings on the device are unknown. Page 21 - "note: dc power input may not be sufficient to charge battery at all settings if unit is operating." The battery status at the time of the incident are unknown. The following "dont's" are provided to the consumer. Page 22 - battery - don'ts: "do not use or leave the battery module in excessive heat or cold." "Do not store or leave the battery module in car trunks, etc. For extended periods of time." "Do not store the battery module fully charged (4 segments on the units¿ battery gauge) if you are going to store your unit for any time greater than 2 weeks. Recharge or discharge the battery module to only 2 segments (50% charge) only. Storing a battery with a full charge may degrade its useful life." "Do not leave your battery module plugged into the transportable oxygen concentrator when the transportable oxygen concentrator is not in use. The battery will lose charge while plugged into the transportable oxygen concentrator even with the unit turned off." The maintenance history of the device is unknown. Improper maintenance may have contributed to the issue. The following maintenance warnings are provided. Page 32 - maintenance - warning: "turn off the transportable oxygen concentrator and unplug the power cord before cleaning." "Do not allow any cleaning agent to drip inside the air inlet and outlet openings, or the battery pack." "Do not spray or apply any cleaning agent directly to the cabinet." It is unknown if the filter was installed on the device. The following caution is provided: page 32 maintenance - caution: "do not operate the transportable oxygen concentrator without the air intake filter installed." It is unknown if the consumer cleans the air intake filter weekly. The following procedure is provided. "Note: for this procedure, refer to figure 7.1. Clean the air intake filter at least once a week depending on environmental conditions. Squeeze the thumb tabs on the inlet filter grill and remove from the unit. Lift out the filter. Use a vacuum cleaner or wash with a mild liquid dish detergent (such as (B)(4)) and water. Rinse thoroughly. Thoroughly dry the filter and inspect for fraying, crumbling, tears and holes. Replace filter if damage is found. Reinstall the air intake filter and snap the filter cover back in place." The troubleshooting section of the user instructions explains how to avoid overheating of the device. It is unknown if the consumer followed these recommendations. "Description - unit is too hot, or too cold, to allow it to operate. Unit will run internal fans to help lower, or raise, internal temperature. Fans will turn off after 10 minutes regardless of temperature. Resolution - move unit to warmer, or cooler, surroundings. Allow unit to cool down to less than 95° f (35° c), or warm up to 50° f (10° c). Use ac or dc power. Clean intake filter. Use backup oxygen while waiting. Turn unit off, then on again to retry." The device has fail safes in place for over and under heating of the unit and the battery. The consumer did not stated that the indicators or audible beeps occurred. Indicating that the device did not overheat. Page 42 - "indicators for unit temp hi/lo - triple audible beep every 10 sec yellow indicator flashing." Page 43 - "indicators for battery temp hi/lo - ten audible beeps every 10 sec red indicator flashing fast."